Event description:
Customer¿s blood glucose (bg) level was "low"; although specific value was not provided. Cause was not known. Reportedly, the customer required assistance by a health care provider and consumed carbohydrates and glucose tablets to address bg. It was reported that the customer lost consciousness and experienced bruises and bumps. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.